Manufacturer narrative:
Updated fields: b3, d4, d9, e1, g3, g6, h2, h3, h4, h6, h10, h11. The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) ¿ product code 82-8804pl with lot 7354876, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve passed the test for programming, occlusion. Reflux, and siphon guard. The valve was leak tested; only leaked from the needle hole in the needle chamber. The valve was then pressure tested; the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted the ruby ball. Root cause analysis - the root cause for the issue reported by the customer is due to biological debris and protein build up found on the ruby ball. This debris is stopping the ruby ball from being seated correctly. Additional information received (medwatch report (B)(4)): date of event: (B)(6) 2024. Explantation date: (B)(6) 2024. Initial reporter (B)(6). Phone (B)(6). Email (B)(6). Contact name (B)(6). Phone (B)(6). Report sent to manufacturer: june 2024.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve was implanted on (B)(6) 2024 4 due to hydrocephalus. The patient returned and a new valve was implanted. Surgeon suspects the valve was defective. No additional information available.